Manufacturer narrative:
Evaluation summary: one ls1037 ligasure device was received, and an examination could not confirm the reported issue with tissue sticking. Visual inspection found no defects, and there was no tissue within the jaws. Mechanical testing found the jaws opened and closed normally using the handle. The device was activated multiple times on simulated tissue, pressing the activation button in various locations to detect any issues. All seal cycles were completed and end tones were heard each time. The investigation found the device to function normally and within specifications. Factors during use can potentially contribute to tissue sticking, and measures to prevent this issue are listed in the instructions provided with this device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, tissue would stick to the jaws of the device.